Event description:
The customer reported that after processing an htlv plate on osp bubbles were noticed within the microwells. No error was generated. The package insert for this assay indicates that bubbles in the microelisa strip wells may cause inaccurate microwell readings. Care should be taken to make sure no bubbles are present. No death or serious injury was associated with this complaint.